Manufacturer narrative:
The ge service representative conducted an onsite investigation. The generator interface board and the power supply were replaced. The software and configuration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system would not produce an image. No pt injury was reported.